Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling and was sent down for low flow, circulation pump had failed. Per additional information updated from ttm on 08jul2025, biomed had device reported with low flow. Also trying to fill device but water was draining out instead. Determined based on fill tube placement that biomed was trying to fill the device through the drain port. Walked through proper placement for filling.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per additional information updated from ttm on 08jul2025, biomed had device reported with low flow. Also trying to fill device but water was draining out instead. Determined based on fill tube placement that biomed was trying to fill the device through the drain port. Walked through proper placement for filling. Dfmea ra2800010, revision 26 was reviewed for this investigation. The risk documentation was addressed in step ra102. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling and was sent down for low flow, circulation pump had failed. Per additional information updated from ttm on 08jul2025, biomed had device reported with low flow. Also trying to fill device but water was draining out instead. Determined based on fill tube placement that biomed was trying to fill the device through the drain port. Walked through proper placement for filling.